Event description:
It was reported that the right ventricular (rv) lead experienced chronic high threshold that slowly increased over time. The rv lead was capped and replaced during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 506845 lead implanted: (B)(6) 2000. (B)(4).